Manufacturer narrative:
Initial reporter idenification is unknown.

Event description:
Per complaint (B)(4), implant did not have primary stability. Patient experienced no pain.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).